Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Trial patient reported trial started on (B)(6) and last night she started having symptoms of a uti. She stated when she voided her urine was milky in color. Patient stated she has been trying to push fluids. Since 8am this morning she hasn't had the issues. The patient call 3 days later indicated that the cloudiness in her urine started "last thursday or friday ((B)(6) 2016) and currently the patient was not having any other symptoms but wasn¿t up to driving to see the doctor" and thought it could be a uti but doesn¿t want to go to the doctor for this. The patient reiterated that her urine was cloudy and even though she does not have any physical discomfort she feels it may be a uti.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.